Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery, low reservoir anomaly and pump was not giving any warning. The customer reported blood glucose value of 29 mg/dl. The customer reported hypoglycemia treated with glucose. The event involved product(s) unomedical, mmt-332a, mmt-1880l. Troubleshooting was performed. Customer was using the pump for 48 hour before the reported event and customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Unomedical was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.087 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. Low reservoir alarm was programed at 20u and alerted when the reservoir reached 20u. Reservoir alarm works as programed, no low reservoir anomalies noted. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of 21-feb-2025 found bolus deliveries of 1.9u at 04:32:00.000, 7.2u at 09:00:47.000, and 1.2u at 12:54:25.000. Bolus daily delivery total was [25.3 u]. Basal daily delivery total was [15.525 u]. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio vibrate absence of alarm anomalies noted during testing. No pump error 63 alarms noted in the pump history/trace files on the event date or anywhere else. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, corroded battery tube. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Alleged low reservoir anomalies not confirmed. Alleged audio vibrate absence of alarm anomaly not confirmed during testing or in the pump history/trace files. Pump does not meet specification due to corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.